Event description:
Event date: unknown. Implant date: (B)(6) 2024. Postoperative complete paraplegia: interviewed with dr. (B)(6). The patient who undergone surgery on (B)(6) developed postoperative complete paraplegia. The operation was completed successfully. However, a risk to the patient was foreseen as the aorta was very shaggy. During device deployment, the device was repositioned by advancing and retracting several times in order to insert the 150mm long device sufficiently proximal, resulting in the device coming into contact with the aortic wall, which may have contributed to the complication. The patient developed complete paraplegia with bilateral immobility of the limbs. The patient is currently under observation. Event was reported as possibly related to the device, procedure and pre-existing condition.

Manufacturer narrative:
Manufacturer narrative: clinical code: 2448 - event of post operative paraplegia, reported as possibly related to device / procedure and pre-existing condition. Impact code: 4614- serious injury/ illness/ impairment - the patient is in critical condition. The patient has sequelae. Device problem code: 3190 - insufficient information - no device failure /deficiency has been reported. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: a 4-year review of similar complaints thoraflex hybrid sales jan 21 - nov 24 vs thoraflex hybrid paraplegia events jan 21 - dec 24 gave an occurrence rate of (B)(4). Actions will be taken on this trend. 4111 - communication interview: additional information. 3331 - analysis of production records: full batch review performed which showed no issues with the device during manufacture. 4117 - device not returned: device remains implanted. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available as investigation is ongoing.

Manufacturer narrative:
Manufacturer narrative: clinical code: 2448 - paraplegia - event of post operative paraplegia, reported as possibly related to device / procedure and pre-existing condition. Impact code: 4614- serious injury/ illness/ impairment - the patient is in critical condition. The patient has sequelae. Device problem code: 3190 - insufficient information - no device failure /deficiency has been reported. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: a 4-year review of similar complaints thoraflex hybrid sales (B)(6) 2021 - (B)(6) 2024 vs thoraflex hybrid paraplegia events (B)(6) 2021 - (B)(6) 2024 gave an occurrence rate of (B)(4). No trend requiring action has been identified. 4111 - communication interview: additional information was received on (B)(6) 2024 stating no additional information can be obtained on this event. 3331 - analysis of production records: full batch review performed which showed no issues with the device during manufacture 4117 - device not returned: device remains implanted. Investigation findings: 213 - no device problem found - device was manufactured to specification. Investigation conclusion: 4315- no cause established - as it was reported that a risk to the patient was foreseen as the aorta was reported to be very shaggy the event is potentially patient / procedure related, however as no additional information or scans are available and the device was manufactured to specification, we could determine no causal link between the event and the device.

Event description:
Event date: unknown. Implant date: (B)(6) 2024. Postoperative complete paraplegia: interviewed with dr. (B)(6) on (B)(6). The patient who had undergone surgery on (B)(6) developed postoperative complete paraplegia. The operation was completed successfully. However, a risk to the patient was foreseen as the aorta was very shaggy. During device deployment, the device was repositioned by advancing and retracting several times in order to insert the 150mm long device sufficiently proximal, resulting in the device coming into contact with the aortic wall, which may have contributed to the complication. The patient developed complete paraplegia with bilateral immobility of the limbs. The patient is currently under observation. Event was reported as possibly related to the device, procedure and pre-existing condition. This report is being submitted as follow up #1 for manufacturing report number 9612515-2024-00085 to provide event closure information for tag0113.